Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: on investigation, the pump powered on with a fully functional, clear and legible display screen. The pump was opened for further investigation; the display flex was found to be fully seated and engaged with the connector. Investigation did not duplicate the complaint of a blank screen and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.